Event description:
It was reported that this right atrial (ra) lead had exhibited infection. Reportedly, the patient fell into a doorway and had a hematoma that did not resolve. As a result, a debridement was performed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited infection. Reportedly, the patient fell into a doorway and had a hematoma that did not resolve. As a result, a debridement was performed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ra lead remains in service. Additional information indicated that the ra lead was explanted. No additional adverse patient effects were reported.